Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08845 inches. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Insulin pump was received with stained end cap sticker, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's parent called and reported the customer had been hospitalized with high blood glucose. Customer was given an injection and then taken to the emergency room. He was not admitted, but may have been connected to an intravenous drip. It was stated the insulin pump not have been delivering insulin. Troubleshooting was declined for the issue as customer's blood glucose had since stabilized. At the time of this report, the customer had received a motor error. The customer's blood glucose was not known. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.